Manufacturer narrative:
Manufacturer narrative: ge healthcare performed a checkout of the device and found the screw ("m16") stud and screw holes of the three-leg jig tool had a thread galling issue making it difficult to rotate the handle. The field engineers applied a large force to the handle which caused two other screws ("m4") on the handle to break. The m16 screw stock has been checked and no issues were found. It was confirmed that other units shipped to the field do not have the issue. Service procedures includes proper instructions for using the tool. No further actions are planned at this time.

Manufacturer narrative:
Patient information could not be provided due to country privacy laws. (B)(4). The device was not being operated at the time of this incident. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is ongoing. A follow-up report will be submitted once the investigation has been completed.

Event description:
During the upgrade of the device, two field engineers were loosening the three-leg jig when a piece of the jig handle broke off and hit one of the field engineer's face causing an injury.